Event description:
Report received of fluid leaking from the secondary clave port. Reportedly, the nurse had administered lasix via a syringe on the secondary port. When the lasix infusion was complete the nurse removed the syringe. At the time of the syringe removal, the nurse observed that the "spring" in the clave remained open and approximately 30cc of the unspecified primary solution leaked out the clave port. The tubing set was replaced and the solutions were infused with the same pump. The pt did not experience any adverse effects. Though requested, there was no further information available.